Manufacturer narrative:
Product event summary: the data files and balloon catheter 2af284 with lot number 75814 were returned and analyzed. The data files showed the reported 50005 system notice, ¿leak detection¿. Visual inspection of the balloon catheter showed the inner balloon had traces of blood inside; however, there was not blood inside the catheter handle. Pressure tests revealed a leak through the guide wire lumen. The balloon¿s integrity was intact. In conclusion, the reported issue was confirmed through testing. The balloon catheter 2af284 with lot number 75814 failed the inspection due to a guide wire lumen breach. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that during a cryoablation procedure, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. The balloon catheter was replaced and the case was completed with cryo. The balloon catheter subsequently tested out of specification per the manufacturer's investigation. No patient complications have been reported as a result of this event.